Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - it was reported that the device could not be interrogated. The device was implanted in (B)(6) 2011 and explanted in (b)6) 2011. The exact dates were not transmitted. No adverse patient side effects have been reported. The ICD and the lead were explanted.